Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels of 493 mg/dl. The customer stated that prior to the event, she had changed her infusion set and given herself a correction bolus but was blacking out. The customer's perceived cause of event was the insulin pump turning off which resulted in her not receiving any insulin. The customer also stated that she had a blank display that was cleared after cleaning the battery cap and changing the battery. The time and date were incorrect due to daylight savings time. Nothing further was reported.